Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (lie births: (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005.), fever, edema, dizziness, drug hypersensitivity, contusion, seizure, slurred speech, obesity, bloating, memory loss, irritability, anxiety, depression, bowel obstruction, hernia, blood pressure high, morbid obesity, abdominal pain lower, urination difficulty, vomiting, cough, leukocytosis, tachycardia, incision site pain, gas, knee pain, headache, fatigue and incomplete abortion. Concurrent conditions included overweight, insomnia, decreased appetite, disturbance in attention, hemorrhagic cyst, polymenorrhagia, meniscus tear and pneumonia. Concomitant products included medroxyprogesterone acetate (depo-provera) from march 2007 to november 2017 for contraception as well as alprazolam (xanax), benzatropine mesilate (cogentin), cefepime, clonidine, clozapine, escitalopram oxalate (lexapro), phenytoin (dilantin), propranolol, quetiapine fumarate (seroquel) and vancomycin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and perineal pain ("perineal pain"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), 9 months 7 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes/mood swings") and breast tenderness ("breast tenderness"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), psychological trauma ("psych injury"), headache ("headaches"), visual impairment ("vision problems"), abdominal distension ("swelling in abdomen") and migraine ("migraine"). The patient was treated with ibuprofen (midol) and surgery (hysterectomy (full), oophorectomy (bilateral), bilateral salpingectomy). Essure (ess205) was removed on(B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea, vaginal haemorrhage and migraine had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, mood swings, headache, visual impairment, weight increased, abdominal distension, breast tenderness and perineal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 334.5 lbs. Discrepancy noted: essure explant date: (B)(6) 2019 and implant date: (B)(6) 2008, (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: 1. Question gestational sac, this is not definite. This would correspond to an age of 4 weeks 6 days. 2. Complex left ovarian cyst which may represent a hemorrhagic cyst.; on (B)(6) 2017: heterogeneous area with vascularity in the anterior uterine body is nonspecific and may represent adenomyoma. Consider further evaluation with mr pelvis with and without contrast. Prominent adnexal vessels. Pelvic congestion syndrome cannot be excluded. Please correlate clinically.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: headache, abdominal pain, nausea, pelvic pain, perineal pain, menorrhagia, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (lie births: (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005.), fever, edema, dizziness, drug hypersensitivity, contusion, seizure, slurred speech, obesity, bloating, memory loss, irritability, anxiety, depression, bowel obstruction, hernia, blood pressure high, morbid obesity, abdominal pain lower, urination difficulty, vomiting, cough, leukocytosis, tachycardia, incision site pain, gas, knee pain, headache, fatigue and incomplete abortion. Concurrent conditions included overweight, insomnia, decreased appetite, disturbance in attention, hemorrhagic cyst, polymenorrhagia, meniscus tear and pneumonia. Concomitant products included medroxyprogesterone acetate (depo-provera) from march 2007 to november 2017 for contraception as well as alprazolam (xanax), benzatropine mesilate (cogentin), cefepime, clonidine, clozapine, escitalopram oxalate (lexapro), phenytoin (dilantin), propranolol, quetiapine fumarate (seroquel) and vancomycin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and perineal pain ("perineal pain"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), 9 months 7 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes/mood swings") and breast tenderness ("breast tenderness"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), psychological trauma ("psych injury"), headache ("headaches"), visual impairment ("vision problems"), abdominal distension ("swelling in abdomen") and migraine ("migraine"). The patient was treated with ibuprofen (midol) and surgery (hysterectomy (full), oophorectomy (bilateral), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea, vaginal haemorrhage and migraine had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, mood swings, headache, visual impairment, weight increased, abdominal distension, breast tenderness and perineal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 334.5 lbs. Discrepancy noted: essure explant date: (B)(6) 2019 and implant date: (B)(6) 2008, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: 1. Question gestational sac, this is not definite. This would correspond to an age of 4 weeks 6 days. 2. Complex left ovarian cyst which may represent a hemorrhagic cyst.; on (B)(6) 2017: heterogeneous area with vascularity in the anterior uterine body is nonspecific and may represent adenomyoma. Consider further evaluation with mr pelvis with and without contrast. Prominent adnexal vessels. Pelvic congestion syndrome cannot be excluded. Please correlate clinically.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: headache, abdominal pain, nausea, pelvic pain, perineal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy (live births: (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005.), fever, edema, dizziness, drug hypersensitivity, contusion, seizure, slurred speech, obesity, bloating, memory loss, irritability, anxiety, depression, bowel obstruction, hernia, blood pressure high, morbid obesity, abdominal pain lower, urination difficulty, vomiting, cough, leukocytosis, tachycardia, incision site pain, gas and knee pain. Concurrent conditions included overweight, insomnia, decreased appetite, disturbance in attention, hemorrhagic cyst and excessive menstruation. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2017 for contraception as well as alprazolam (xanax), benzatropine mesilate (cogentin), cefepime, escitalopram oxalate (lexapro), phenytoin (dilantin), quetiapine fumarate (seroquel) and vancomycin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and perineal pain ("perineal pain"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 9 months 7 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes/mood swings") and breast tenderness ("breast tenderness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), psychological trauma ("psych injury"), headache ("headaches"), visual impairment ("vision problems"), abdominal distension ("swelling in abdomen") and migraine ("migraine"). The patient was treated with ibuprofen (midol) and surgery (hysterectomy (full), oophorectomy (bilateral), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea, vaginal haemorrhage and migraine had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, mood swings, headache, visual impairment, weight increased, abdominal distension, breast tenderness and perineal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 334.5 lbs. Discrepancy noted: essure explant date: (B)(6) 2019 and implant date: (B)(6) 2008, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: 1. Question gestational sac, this is not definite. This would correspond to an age of 4 weeks 6 days. 2. Complex left ovarian cyst which may represent a hemorrhagic cyst.; on (B)(6) 2017: heterogeneous area with vascularity in the anterior uterine body is nonspecific and may represent adenomyoma. Consider further evaluation with mr pelvis with and without contrast. Prominent adnexal vessels. Pelvic congestion syndrome cannot be excluded. Please correlate clinically.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: headache, abdominal pain, nausea, pelvic pain, perineal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs & mr received- new events breast tenderness, abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), device ineffective, perineal pain and migraine were added. The outcome of event fatigue and nausea were updated from unknown to recovered. Event hormonal changes updated to mood swings. Event onset date was added. Explant date was updated. Concomitant drugs, medical history and lab data were added. Patient's height and weight were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and abdominal distension ("swelling in abdomen") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, fatigue, hormone level abnormal, headache, nausea, visual impairment, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnormal. Bleed, psych injury, uti, vag. Infect. Vag. Discharge, fatigue, hormonal changes, headaches, nausea, vision problems, weight gain, swelling in abdomen, did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.